Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the knife wire on the sphincterotome was cut. The event occurred during a therapeutic endoscopic sphincterotomy (est) and the procedure was completed using another device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information added to the following fields:d8, h2, h3, h6. The device was returned to olympus for inspection and the customer's reported issue was confirmed, the cutting wire was broken. The broken portion was inspected and found to be scorched/melted and the coated portion torn. Additionally, the covering of the knife wire had peeled and become dislodged. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the cutting wire broke due to the following mechanism; 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. A likely factor causing tears of the coated portion of the cutting wire might be the following; it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. In regard to the covering of the knife wire that was found peeled and dislodged, it is likely this occurred due to some kind of force that might have been applied to the coated portion of the cutting wire when the device was withdrawn from the endoscope after the coated portion of the cutting wire has torn. As a result, the coated portion of the cutting wire detached from the cutting wire. Olympus will continue to monitor field performance for this device.